Event description:
It was reported that following an implant there was high impedance on the atrial and left ventricular leads. Intervention and re-seating the leads in the device scheduled. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.